Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation (mv) artifacts as there were atrial pacing in some atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and noted that the patient was in-clinic as the same date as the atrial tachy response (atr) episode. Ts stated that there was a user-initiated therapy or induction. It was noted that the patient was purposefully put into atrial fibrillation (af). Ts stated that the behavior was dictated by the programmer user, and this was normal device function. The device remains in use. No adverse patient effects were reported.